Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported receiving multiple unspecified alarms during a routine hemodialysis treatment, which he was unable to resolve. The operator discontinued treatment and decided not to perform rinseback due to concerns of clotting, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The facility staff attributes the reported blood loss to training issues, as the operator did not perform rinseback in a timely manner. The user's guide provides adequate instructions for troubleshooting alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. Nxstage has reviewed the event with facility staff, who did not attribute this to a device issue, and plans further training for alarm resolution. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar occurrences of this report. Nxstage medical considers this report closed. No add'l info will be provided.